Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer completed troubleshooting and resumed insulin successfully; however, a cause for the occlusion alarms could not be determined. Customer¿s blood glucose level was 306-307 mg/dl.